Event description:
On (B)(6) 2013, comatrix cardiovascular rec'd details of an event involving the use of a comatrix ecm for carotid repair device and reported late onset local infection at the carotid endarterectomy incision. Details of the event are provided below: on (B)(6) 2013, the pt underwent a carotid endarterectomy with comatrix patch angioplasty. At the first follow up visit approximately one month post-procedure the carotid endarterectomy incision reportedly "looked good." Approximately 5 weeks post-procedure, the pt had developed a collection in the suture line resembling pus. The pt was admitted to the hospital to undergo incision and drainage, and wound cultures were performed. All wound cultures were negative. Following the surgical incision and drainage, the subject was treated with a wound vacuum. It was reported that the subject required a second surgical incision and drainage on (B)(6) 2013. The pt was treated with a wound vacuum. The cause of the late onset local infection at the carotid endarterectomy incision is unknown. During the incision and the drainage procedures, there was no action taken regarding the comatrix ecm for carotid repair device as the infection was localized at the carotid endarterectomy incision and no device involvement was identified. Per communication with the physician, there were no sequelae and the pt is now doing fine.